Event description:
I have had a depuy knee implant for only 2 years, and it has, fallen apart inside my knee per orthopedic surgeon's exam and tests. I am going to have surgery and have it revised on (B)(6).